Event description:
It is reported that the pt is experiencing mild lateral hip pain when standing up.

Manufacturer narrative:
Additional information now states that the patient additionally has right thigh pain occasionally with walking. It is noted to be mild in severity, and the patient was given anti-inflammatories. A complaint history search of the manufacturing lots of the shell and stem returned no additional complaints. Product compatibility was reviewed with no issues noted. With the additional information, no alternative root cause can be assigned other than that which was previously stated.

Manufacturer narrative:
Evaluation summary: primary surgical notes state that the tha was for right hip osteoarthritis. The final reduction noted to be stable through the range of motion and leg lengths were appropriate. One year follow up notes state that the pt had trochanteric bursitis symptoms with palpation around the greater trochanter and pain. The provided x-rays show a well positioned tha. Based on the provided information, although not proven, the most likely cause of the hip pain is from the surgeons suggested trochanteric bursitis. However, a definitive cause for the pain cannot be determined with certainty. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.